Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4 ; d9; h3; h4; h6.

Event description:
Healthcare professional reporting right side rupture and implant exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting right side rupture and implant exchange from textured to smooth. Device has been explanted.

Event description:
Healthcare professional reporting right side rupture and implant exchange from textured to smooth. Device has been explanted.